Event description:
It was reported that the user experienced fluctuating blood glucose with the ilet, describing that meal doses did not match needs and that glucose went high or low, including a reported value of 243 mg/dl after announcing a low-carbohydrate meal and recalling that meal announcements may have occurred mid-meal. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included user education and assignment for additional training, with no alerts or alarms reported. Investigation included review of device use and user-reported history. Investigation of this case revealed use-pattern issues consistent with suboptimal timing of meal announcements causing inaccurate meal dosing, with no evidence of device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.